Event description:
Related manufacturer reference number:3006705815-2022-13544, related manufacturer reference number: 3006705815-2022-13560. It was reported that the patient was experiencing ineffective coverage of therapy and physician planned on a trial on 24 march but was unsuccessful as the lead was unable to be advanced. The plan now is to add new programs to try.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. It was determined the physician planned on a trial but was unsuccessful as the lead was unable to be advanced. The plan now is to add new programs to try. Therapy is on. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.